Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump stopped working. Customer stated that she bolused and did not see the motor move. The blood glucose reading was over 600 mg/dl. Customer had blurry vision, thirst, urination, headaches, numb and tingly. The blood glucose reading at the time of the event was 614 mg/dl. Hospital treated with insulin drip and manual injections. The current blood glucose reading is 260 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.